Manufacturer narrative:
There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms are a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urethral erosion which was discovered due to urinary tract infection. A revision surgery was performed to explant the device. No device issues nor additional patient complications were reported.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced urethral erosion which was discovered due to urinary tract infection. A revision surgery was performed to explant the device. No device issues nor additional patient complications were reported.

Manufacturer narrative:
Upon receipt at our quality assurance laboratory, this artificial urinary sphincter (aus) underwent a thorough analysis. The cuff, balloon and pump components were visually inspected and underwent leak testing. No visual damages nor abnormalities were found in any of the components; in addition, all components passed leak testing and performed according to product specifications. Based on the information available and analysis results, device performance did not likely cause or contribute to the reported patient symptom which is a known risk associated with implant of these devices as indicated in the instructions for use (IFU). Therefore, a conclusion code of known inherent risk of device was assigned to this investigation.